Event description:
The pt reportedly experiences persistent, chronic otitis media. Surgery was performed to insert pe tube.

Manufacturer narrative:
Advance bionics considers the investigation into this reportable event as closed. The pt is reportedly doing well. The pt's device remains implanted. This is the final report.